Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: four (4) events were reported for this quarter. Product return status: four (4) devices were received for evaluation. Evaluation status: four (4) device evaluations are in progress. There were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device had a component detach. Four (4) events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 4 previously reported events are included in this follow-up record. Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by a worn button sleeve. 3 device evaluations are in progress. Additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had a component detach. 4 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had a component detach. 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 4 total events were initially reported. 3 previously reported events are included in this follow-up record.   Product return status 3 devices were received.   Evaluation status confirmed 3 reported events were confirmed during testing. - 1 device was found to be affected by a missing slide lock. - 1 device was found to be affected by a missing button sleeve. - 1 device was found to be affected by failed loctite.   Additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.